Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0m08u, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 12-jun-2017, UDI#:(B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 17-apr-2019, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left side was explanted. Environmental/external/patient factors that may have led or contributed to the issue included the patient falling. Unknown what diagnostics/troubleshooting was done. Interventions/actions included surgical explant. The issue is reported to be resolved. The devices were discarded. The left system was removed due to the patient falling and exposing components.